Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not turning on. The customer¿s blood glucose at the time of incident was unknown. The customer reported that he was hospitalized from last three months and was trying to turn the pump on however it was not turning on. The customer did not know if the battery was old or dead. The customer also tried to turn the pump on by putting other battery which was old. The insulin pump will not be returned for analysis.